Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although subsidence as result of possible infection and medial calcar fracture was reported, it is noted no additional information is available. Therefore, there were no clinical factors found which would have contributed to the reported possible infection and medial calcar fracture, subsidence and subsequent revision. With the limited information provided, the patient impact beyond the reported revision and postoperative convalescence period cannot be determined. No further clinical assessment is warranted at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that infection, both early, post-operative superficial and early, post-operative deep wound infection and late periprosthetic infection have been identified in potential complications associated with total hip arthroplasty surgery, primary or revision section. Besides, in the warnings and precautions section it revealed that congenital deformity, improper implant selection, improper broaching or reaming, osteoporosis, bone defects due to misdirected reaming, trauma, strenuous activity, improper implant alignment or placement, patient non-compliance, etc. Can increase risk of femoral or pelvic fractures. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include loss of sterility during procedure, post-operative healing issue or patient condition, injury, medical history, patient bone quality, and/or surgical technique. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after thr surgery was performed on (B)(6) 2023, subsidence was detected in the patient as result of possible infection and medial calcar fracture. This adverse event was treated by performing stem revision surgery on (B)(6) 2023. Patient's outcome is unknown.